Event description:
It was reported that there was damage to the line of a large volume infusor device. The specific damage was not detailed. This observation was made after compounding the device with an unspecified amount of fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was manufactured december 12, 2014 ¿ december 13, 2014. The device was received for evaluation. Visual inspection revealed that the line of the device was damaged. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.